Event description:
It was reported that, "dr was using the flexible drill shaft during a revision total hip at (B) (6) hospital on (B) (6)2009. When drilling one of the trident cluster acetabular shell holes using drill guide, the drill shaft coiled up in a clockwise fashion. Dr. Proceeded to drill pilot holes for the screws using a 3.0 mm x 125 mm straight drill. These were completed and the screws were implanted without any issues."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.